Event description:
An altitude alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer resumed insulin using the original cartridge and received advice on preventing future altitude alarms.